Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. Additionally, oversensed noise was observed resulting in atrial tachy response (atr) episodes. It was also reported that the patient experienced muscle stimulation with outputs programmed to 4 volts. No adverse patient effects were reported.

Manufacturer narrative:
The device implanted with this lead was programmed to vvi and the patient will continue to be monitored via routine follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.